Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2n39t implanted: (B)(6) 2022: product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 03-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, and clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that infection continued on "right-sided ipg and lead" device location on (B)(6) 2023. Treatment via antibiotics.

Event description:
2026-mar-06 mpxr 1403507 (rep, hcp, sdy): information was received from multiple sources (manufacturer representative, healthcare provider, and clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that infection continued on "right-sided ipg and lead" device location on 07aug2023. Treatment via antibiotics additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that the patient had bilateral implants and the right side was removed. See related (B)(4), wound/generator site infection.

Manufacturer narrative:
Continuation of d10: product ID 978b128. Lot# va2n39t. Implanted: (B)(6) 2022. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that the patient had bilateral implants and the right side was removed.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2n39t implanted: (B)(6) 2022 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.